Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, resistance was felt during insertion of the delivery system into the esheath. The delivery system with the crimped valve exited the esheath distal tip but the valve frame was damaged. It was decided to remove the system as a single unit. After withdrawal, it was observed that the esheath was damaged too. A new kit was prepared and the valve was successfully implanted. The patient did not suffer any injury and was in stable condition after the procedure. The perceived root cause of this event was that the loader was not in enough into esheath and rough manipulation when advancing the delivery system.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: one (1) strut bent outwards at inflow side on crimped valve. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed by visual inspection of the provided imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and, lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, the loader was not fully inserted, and resistance was felt during insertion of the delivery system into the esheath. Despite the initial resistance, the delivery system with the crimped valve exited the esheath distal tip but the valve frame was damaged. In this case reported information indicated that the loader was not fully inserted. The IFU indicated: ''insert the loader into the sheath until the loader stops.'' Also the procedural manual states ''advance thv through loader and sheath''. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. An incomplete loader advancement can cause the valve to be exposed and interact with the sheath hub, causing the reported resistance. It was also indicated that there was presence of calcification at the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Furthermore, excessive device manipulation can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests that procedural factors (incomplete loader advancement, device manipulation) and patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.